Event description:
It was reported via the sales representative that during a cranial procedure, the perforator tore the dura. It was also reported that the dural tear was small and there were no detrimental affects to the patient. It was further reported that the instrument disengaged as per specification and the procedure was completed with no delay and adverse consequences.

Manufacturer narrative:
The perforator subject to this MDR was not made available to the manufacturer for evaluation. The manufacturing records were reviewed, no issues were identified which may have contributed to this alleged event. The root cause of this failure is undetermined.